Manufacturer narrative:
Unit p-cap / test reservoir locks in place properly. The pump passed the self test and displacement test. However, software error detected alarm found in the pump history file due to software error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer stated that they were able to clear alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.